Manufacturer narrative:
Evaluation conclusion: the unit was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was displaying bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was displaying bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.